Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the remote monitor was no longer receiving power despite trying multiple power outlets. A new power cord will be send to the patient. No patient complications were reported as a result of this event.